Event description:
It was reported, while performing a sphincterotomy utilizing a papillotome, approx 3/4" of the cutting wire detached inside the pt's duodenum. The physician did not attempt to remove the severed portion of the cutting wire. The device was removed, and another papillotome was inserted to continue the sphincterotomy. The cutting wire on the second device severed; however, remained attached. The device was removed and the procedure was successfully completed on the third attempt utilizing another MFR's device. As reported, the physician is planning to order a kidney ureter bladder radiograph of the pt to ascertain if the wire has passed from the pt's body. The pt is reported to be in satisfactory condition with no other complications.